Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance issue. Additional information from the field representative indicates that this lead was surgically abandoned as it exhibited high pacing thresholds. This lead was successfully replaced. No additional adverse patient effects were reported.